Event description:
During procedure, a piece from a disposable smith&nephew device broke off in the patient. Rep was present in the room. Surgeon attempted to manually remove piece of device with arthroscopic instruments but was unable. Surgeon spent several minutes attempting to locate piece. Surgeon assumed piece was sucked out via neptune suction. Rep stated the piece is x-ray detectable. X-ray was ordered and completed. Surgeon confirmed that x-rays did not show broken piece before closure.